Manufacturer narrative:
Investigation completed (B)(6) 2017. The product was not returned for evaluation as it was discarded by the customer. The manufacturing and final pack processes ran normally; no anomalies were found during manufacturing process of the product. This lot was released on june 09, 2016. Guide wire with dispenser lot used was 3150369 (p/n 200398-001). Incoming records for the guide wire were reviewed and they were found to meet current requirements. No related scar, ncr or CAPA was found to have been opened during the period of (B)(6) 2015 to (B)(6) 2017. Upon review of integra's complaint system from (B)(6) 2015 to (B)(6) 2017, there are six (6) complaints related to ¿guide-wire stripped¿. Out of the six (6) complaints, five (5) were unconfirmed. The other one, as per manufacturer¿s (guidewire technologies) evaluation, it was concluded to be most likely customer related (excessive force). Approximately 24,815 units of lumbar drainage catheter product group were released for distribution from (B)(6) 2015 to (B)(6) 2017. The complaint occurrence rate for this type of incident is then 0.024%. Since no product was returned, no further evaluation is possible at this moment. Thus, the root cause for this event is undetermined.

Event description:
It was reported that for an insertion of a lumbar drain, the introducer wire stripped. There was no patient injury. Delay in surgery was reported. Additional information received from the customer on 21apr2017 with the following: a (B)(6) female patient with an underlying medical condition of encephalocele underwent a left endoscopic sinus exploration, encephalocele with lumbar drain insertion and injection under fluoroscopy on (B)(6) 2017. No catheter was pre-soaked. No other information provided.